Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there were air-in-line alarms with and without visible air noted in the IV set. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported there were air-in-line alarms with and without visible air noted in the IV set. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of air-in-line alarms with and without visible air noted in the IV set can¿t be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation. The bd alaris¿ system with guardrails user manual v12.3.2 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿air-in-line alarms with and without visible air noted in the IV set¿ was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.